Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim and medical records received. On the (B)(6) 2014, the patient had a left total knee arthroplasty to address end-stage osteoarthritis. Depuy components were implanted during this procedure, including depuy patella including depuy cement x2. (Part/lot page 10,11 of 58). (B)(6) 2018 for past 3 days has medial l knee pain, different than djd pain. Had CABG 11/8 at duke durham and apparently had dehiscence of wound for vein harvesting l knee. Had I and d done late nov at post op f/u. Knee was aspirated to determine if there is an infection. It was not infected. On (B)(6) 2020, the patient had a revision, the findings from the surgery included loose tibia, and patella, femur was well fixed, and there was extensive synovitis and pain. The femoral component was slightly externally rotated. The patella button was malpositioned and appeared loose. There was proximal tibial bone loss noted. Competitor cement was used during this procedure. Doi: (B)(6) 2014, dor: (B)(6) 2020, unk knee.